Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient alleges that patient underwent right total hip arthroplasty and reports patient allegations of personal injury. Additional information provided in operative notes and a review of invoice history confirms the hip arthroplasty procedure occurred on (B)(6) 2005. There has been no reported revision procedure. Additional information from legal counsel for patient reports patient allegations of toxic levels of cobalt and chromium, and tissue and bone destruction. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient medical records revealed a right hip revision was performed on (B)(6) 2014 due to elevated metal ion levels. The patient's operative report noted cloudy fluid, consistent with reaction to metal ions. The head, taper adapter and cup were removed and replaced with a biomet head and a competitor's cup. Additional information received in patient medical records reveal patient's urine was tested on (B)(6) 2013.

Event description:
Legal counsel for the patient alleges that patient underwent right total hip arthroplasty and reports patient allegations of personal injury. Additional information provided in operative notes and a review of invoice history confirms the hip arthroplasty procedure occurred on (B)(6) 2005. There has been no reported revision procedure. Additional information from legal counsel for patient reports patient allegations of toxic levels of cobalt and chromium, and tissue and bone destruction. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states: ¿material sensitivity reactions.¿, and number 15 states: ¿metal on metal articulating surfaces have limited clinical history". This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2012-02005 and 2014-00549 / 00551).